Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports that he received a dirty needle stick from a needle that had punctured the bottom of the sharps shuttle. In response, the customer has followed exposure protocol including a tetanus booster and serial blood work with baseline testing.